Event description:
It was reported that this device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Data analysis showed the battery appeared to be depleting more quickly than expected, and a boston scientific technical services (ts) consultant recommended device replacement. Device remains in service. No additional adverse patient effects were reported. Additional information indicated that patient decided no to replace device. Patient has not needed for therapy in 8 years. Therapy was turned off and remains implanted, however due to fault code 1003, device is still beeping.